Event description:
It was reported to boston scientific corporation that a cre wireguided esophogeal/pyloric/colonic balloon dilator was used during a dilation of the upper gastrointestinal tract performed on (B)(6), 2010 on a patient over the age of 18. According to the complainant, the balloon would not inflate during the procedure when inflated to 3 atms of pressure, the first of three labeled sizes for the balloon. Additional information received confirmed there was a pinhole noted in the balloon portion of the device upon removal from the patient. It was also confirmed the balloon did not rupture, however investigation result revealed a longitudinal tear indicating the balloon had ruptured. The procedure was not completed due to this event as there was no other device available. The procedure has been rescheduled for (B)(6), 2010. It was confirmed that the patient is fine in their current state. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A review of the complaints database for lot number 13106419 concluded there were no previously reported complaints for this lot. A visual examination of the returned complaint device revealed that the balloon portion of the device was found to be longitudinally torn (which was not consistent with the reported event - pinhole leak). The most probable root cause of longitudinal balloon tears is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).